Manufacturer narrative:
(B)(4). Date sent: 8/23/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure the device's packaging was broken. The device could not be used. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # n90d3w. The analysis results found that the harh36 device was returned outside its package. In addition, only the tyvek was returned for analysis upon visual inspection of the tyvek, it was observed a piece of the broken blister was still attached to the tyvek. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.